Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot #:unknown) (B)(6). "A multicenter case-controlled study on laparoscopic hepatectomy versus open liver resection as first-line therapy for s olitary hepatocellular carcinoma in elderly patients". 2025. Surgical endoscopy (2026) 40:1089¿1105 https://doi.org/10.1007/s00464-025-12364-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to compare outcomes between laparoscopic and open liver resection in elderly patients with solitary hepatocellular carcinoma between 2015 and 2021. In the laparoscopic group, the liver parenchyma was transected using ligasure or an ultrasonic device and small hepatic vessels were secured with clips. Fibrin glue sealant was applied to the hepatic resection surface and hemostasis was ensured using bipolar electrocautery. The surgical bed was inspected for bile leakage or residual bleeding. There were 180 patients in the study with 94 in the laparoscopic group. Out of the 94 in the laparoscopic group two deaths were reported.